Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use foley catheter was spontaneously removed while using the product, due to the balloon portion was damaged.

Event description:
It was reported that during use foley catheter was spontaneously removed while using the product, due to the balloon portion was damaged.

Manufacturer narrative:
The reported event has been confirmed and is being investigated by capas 12866756 & 12474528. Photo sample evaluation: received (5) photo samples. Visual evaluation of the photo samples noted an opened used temp sensing foley catheter with syringe. Verified material number 29030j14, batch number mykr0242, material number for catheter 119316 and manufacturing lot number ngju3287. The second photo provides an enlarged view of the catheter balloon, confirming the presence of a rupture. The rupture on catheter could be confirmed from the photos provided. This is out of specification which states, "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." The root cause for this failure, per CAPA 12182448, is the silicone injected into the forming cavity is entering pre cured, which causes overheating in the gate area or injection point, as a result, the breaking point between the gate and the molded part is not properly generated, which prevents automatic separation. This requires manual detachment, increasing the risk of perforation at the adapter injection point due to the high temperature in the gate caused by the lack of flow in the jacket. Risk review, labeling review, and DHR review are not required as the event is being investigated per capas 12866756 & 12474528. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d, e. All available UDI information is being provided per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use foley catheter was spontaneously removed while using the product, due to the balloon portion was damaged.